Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/09/2016 with the following findings: the battery compartment was cracked. Unrelated to this issue, the pump was returned with the keypad peeling off. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 11/09/2016. The battery compartment was cracked.